Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Event description:
Patient contacted depuy. Medical records were obtained. Medical records indicate patient was revised due to increasing pain and a periprosthetic proximal femur fracture and displacement of the femoral stem approximately one and a half months following implantation. Upon revision records indicate a large hematoma was found at the lower portion of the incision.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.